Event description:
It was reported that a pump experienced a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported symptom which was confirmed and reproduced. System error 105 was caused by a failed motor that was seized. The failed motor assembly was replaced. System error 105 will occur when the pump experiences a motor failure.